Event description:
Customer reported the difference between set and measured kvp is greater than 5%. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined all kvp values were within specifications. System operates as intended. (B) (4).